Event description:
This spontaneous case report was posted online by a (B)(6) female consumer on (B)(6) 2014 on a united states (B)(4) and refers to herself, who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer stated she was depressed and she had an hysterectomy done. According to her even though she still have problems life can get better without essure. Ptc investigation result received on (B)(4) 2014. Ptc global number was (B)(4). Final assessment: since no product was returned to u.s. For investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, (B)(4) case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and became depressed. The reported event was considered serious as medically significant and is listed according to essure's reference safety information. During essure therapy a woman may experience mild depression or other emotional disturbances. Therefore, in this particular case, although limited information was provided; a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident, since consumer underwent hysterectomy. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 13-jul-2016: information received via legal claim states that plaintiff had essure implanted on or about (B)(6) 2013. After being implanted, she suffered from severe and permanent injuries. Company causality comment: this non-medically confirmed, social media case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and became depressed. The reported event was considered serious as medically significant and is listed according to essure's reference safety information. During essure therapy a woman may experience mild depression or other emotional disturbances. Therefore, in this particular case, although limited information was provided; a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident, since consumer underwent hysterectomy. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. This case became legal upon follow-up, thus further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 25-mar-2015: there is no contact information available for the consumer. Case closed. Company causality comment: this non-medically confirmed, social media case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and became depressed. The reported event was considered serious as medically significant and is listed according to essure's reference safety information. During essure therapy a woman may experience mild depression or other emotional disturbances. Therefore, in this particular case, although limited information was provided; a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident, since consumer underwent hysterectomy. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.